Manufacturer narrative:
(B)(4). Concomitant medical products: biomet 36mm cocr mod hd -6mm cat#11-363660 lot#669470, biomet e-poly 36mm +3 maxrom lnr sz23 cat#ep-108223, unknown shell, unknown locking ring, unknown screws (qty 2). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02204, 0001825034-2020-02205.

Event description:
It was reported that a patient underwent an initial tha 7 years ago. Subsequently, the patient underwent a revision due to a cracked liner and metallosis. A new locking ring, liner and ceramic head with plus 3 adapter were implanted during revision. Patient fell previous to revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The head and stem will be voided since the liner fracture likely led to other issues.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The head and stem will be voided since the liner fracture likely led to other issues.